Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported an informational power on reset (por). It was reported that the por was cleared. The implantable neurostimulator recharger (insr) was working fine with the implantable neurostimulator (ins). The rep read the ins with the clinician programmer (8840), no error message was given. The 8840 asked if the ins was ready to be implanted. No symptoms were reported.